Manufacturer narrative:
A partial lead measuring 50.9 cm from the distal tip was returned for analysis. External insulation abrasion was noted at 39.0-39.5 cm from the distal tip, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 2.9-3.6 cm from the distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that episodes of noise on both the rv bipolar channel and rv coil-can channel occurring simultaneously were observed. Noise was not physiologic and did not appear to be due to emi. The patient received inappropriate antitachycardia pacing therapy due to noise. Device was reprogrammed. Lead was capped and replaced on (B)(6) 2017.

Manufacturer narrative:
Lead was not capped. It was explanted and replaced on (B)(6) 2017.

Event description:
New information received notes that the lead was not capped; it was explanted and replaced on (B)(6) 2017.